Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the report for more information regarding the specific circumstances of this event. This device is part of capa00005754 emblem sense b noise.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to oversensing of noise with a wandering electrocardiogram. Testing was done but the noise could not be repeated. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, and oversensing noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to oversensing of noise with a wandering electrocardiogram. Testing was done but the noise could not be repeated. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the report for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system stored an untreated episode due to oversensing of noise with a wandering electrocardiogram. Testing was done but the noise could not be repeated. There were no adverse patient effects. The system remains implanted. This device is part of CAPA(B)(4) emblem sense b noise.